Event description:
Sorin group deutschland received a report that the stockert centrifugal pump powered down by itself during a procedure. There was no report of pt injury.

Manufacturer narrative:
The pt identifier was not provided. Sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert centrifugal pump powered down by itself during a procedure. There was no report of pt injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative could not confirm the issue. The system was tested for 100 hours of 3000 rpm with an ECMO pack, no issues were found. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.